Manufacturer narrative:
(B) (4). The customer's biomed indicated that the error log was checked and there was only code logged. Also, the device was functioning properly and no longer was displaying a service light. The biomed was not able to duplicate the reported failure. Physio-control recommended the perform a full performance inspection procedure on the device, if the error code reoccurs they will want to update the software version. The device has not been returned to physio-control for evaluation; therefore, further investigation cannot be performed.

Event description:
It was reported that while using the device on a pt the unit delivered a shock and then the screen froze. After a short period of time it came back to a normal screen and the service light was displayed. There were no adverse affects to the pt a result of device use.